Event description:
The facility reported a fail code 500, which occurred during biomed testing. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.